Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:54:04. During night drain cycle 13, the patient's ultrafiltration reading was 127ml, indicating the home patient drained 127ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.